Event description:
It was reported that the camara head connector on the processor has interference losing image. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and noted paint peeling along the base of the unit. Functional evaluation revealed a solid green image on all video outputs. The connector was manipulated and red video noise and image loss was noted. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.